Manufacturer narrative:
Additional information received from device evaluation on 19 march 2026 stated in relation to the previously reported device error code that occurred indication the machine flow sensor drift was above the specification, the evaluation found the machine flow sensor was contaminated with dust as well as the blower and proximal filters, all of which require replacement for the issue.

Manufacturer narrative:
Information received from the third-party service center reporting the findings from the completed device evaluation. On final evaluation, based on device error code e-155 indicating the machine flow sensor drift was above the specification, it was determined the system printed circuit board assembly required replacement to address the ventilator inoperative issue. The machine flow sensor, blower and blower bellows did not require replacement. Additional findings not related to the malfunction/issue: the proximal filters were contaminated with dust and required replacement. The coding grids have been updated to reflect this final device evaluation result. The reported failure of a ventilator inoperative alarm indicating a machine flow sensor issue is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a garbin evo ventilator was returned to a third-party service center due to maintenance required. There was no patient involvement, and no harm or injury reported. On device evaluation, ventilator inoperative device error code e-155 was noted in the device error log indicating the machine flow sensor drift was above the specification. Replacement of the machine flow sensor is required to resolve the issue. Additional findings not related to the malfunction/issue: the machine flow sensor, blower and proximal filters were contaminated with dust and require replacement. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.